Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in france who received compounded baclofen 2000 mcg/ml at a dose of 900 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2018, the critical alarm of the pump started ringing. The motor stall appeared in the log. The physician reprogrammed the pump several times but the motor stall log still appeared. The physician decided to replace the pump which was planned for (B)(6) 2018. The patient did not experience return of the symptoms yet. The patient was hospitalized and monitored. As reported, there were no applicable environmental, external, or patient factors that might have led or contributed to the event. At the time of the report, the issue was not resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no symptoms were experienced by the patient as a result of the motor stall. It was noted that pump logs were not available. It was noted that the pump replacement occurred on (B)(6) 2018. No further complications were reported and/or anticipated.